Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was cosmetic depression of the outer insulation. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was cosmetic depression of the outer insulation.

Event description:
It was reported that an infection occurred. It was further reported the patient had swelling and reddish discoloration of left arm, fever, chills and sweats. The patient was found to have a deep venous thrombosis. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.